Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nephrectomy procedure, when the device was being fired across a vessel, the device failed to function properly, it was not able to fire the first time as it was jammed. The surgeon also stated that the case was extremely difficult and the patient was high risk. They had an av malformation of the kidney and it was this which caused the excess bleeding.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nephrectomy procedure, when the device was being fired across a vessel, the device failed to function properly, it jammed which resulted to causing a bit of bleeding which was brought under control by the surgeon by medical/surgical intervention. A new device was used to complete the case. There was no patient injury.